Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the distal balloon bond and extending approximately 12mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues. A visual and tactile examination identified that the shaft was kinked at approximately 110mm proximal of the proximal balloon bond. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A ss/3.5-10/4t/90 symmetry balloon catheter was advanced for dilation. However, on initial inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.5-10/4t/90 symmetry stiff shaft balloon catheter was advanced for dilation. However, on initial inflation at about 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.